Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was intermittently not delivered from multiple cartridges when the cartridges had 40 units of insulin remaining. Customer's blood glucose level was approximately 300 mg/dl. A cartridge change was performed to resolve the issue.